Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The customer stated that he had low blood glucose two days ago because the sensor was pulled off the line. The customer also stated that the site was pulled out. The ambulance was called but the customer did not go to the hospital. The customer was treated with glucose tablets.